Manufacturer narrative:
DHR review has determined that manufacturing completed all steps correctly and there were no errors in the production of the product. Prior to release, all released units were conforming to all applicable acceptance criteria for each level build. Based on the investigation performed, there is no indication there is an escape from manufacturing and therefore the complaint cannot be confirmed to be a plano neuromodulation manufacturing related event. The unit will not be returned.

Event description:
It was reported that patient experienced ineffective therapy due to increasing fibrosis. As a result, surgical intervention was undertaken wherein the lead was explanted and replaced. Effective therapy was restored post operatively.

Manufacturer narrative:
Date of event is estimated. Reporter phone number (B)(6).